Event description:
Was golfing with my son when I started to notice my blood sugar was probably elevated. Took a correction bolus from my insulin pump. Repeated that a couple of times. Received no warning that I was not getting insulin. Checked blood glucose level at home and it was greater than 600. Went to the emergency room and was hospitalized in ICU for 3 days. Blood glucose level over 600 causing ketoacidosis, renal failure, acute mi.